Event description:
The patient, an adult managed for diabetes, uses the abbott freestyle libre 3 plus continuous glucose monitor (cgm). Seven sensors were dispensed through (B)(6) pharmacy channels in (B)(6) 2026. During use, the cgm repeatedly displayed glucose readings substantially lower than simultaneous finger-stick blood glucose tests, and the sensors generated sensor errors. On (B)(6) 2026, the cgm displayed 106 mg/dl while a simultaneous finger-stick blood glucose test showed 154 mg/dl -- a 48-point discrepancy, with the cgm reading lower. This occurred during the daytime. On earlier occasions, the low cgm readings occurred during the middle of the night, when the patient is less physically active. At those times the cgm displayed readings under 85 mg/dl, and at times under 75 mg/dl, while finger-stick checks taken at the same time were substantially higher, in the range of roughly 140 to 170 mg/dl. These low readings are not believed to be the result of compression (pressure) on the sensor, because the patient was not lying on the side where the cgm was attached. The exact dates and paired values of those nighttime readings were not recorded. The discrepancies were identified through finger-stick testing, and no resulting harm to the patient is reported. The seven affected sensors are freestyle libre 3 plus, model number 78768-01, UDI/gtin (B)(4). Six are from lot t60004240 (expiration 12/31/2026) and one from lot t60004328 (expiration 1/31/2027). The serial numbers are (B)(6). Both model number 78768-01 and UDI/gtin (B)(4) are listed among the affected product identifiers in abbott's november 2025 freestyle libre 3 / freestyle libre 3 plus medical device correction, which the FDA has classified as a class I recall. The stated failure mode of that recall is glucose readings lower than actual blood glucose -- the same failure mode observed here. However, when the seven individual serial numbers were checked at abbott's official site, freestylecheck.com, each returned "not impacted." The reporter is not asserting that these specific units are part of the recalled lots but is documenting that they share the recalled product's model number and UDI and exhibit the same failure mode. The reporter is also aware of other freestyle libre 3 / 3 plus users publicly reporting the same falsely-low failure mode during the same period (posts dated may & june 2026 in a public in facebook freestyle libre 3 / 3 plus user group), including cgm readings in the 40s-50s mg/dl against finger-stick values around 103-104 mg/dl, and repeated overnight urgent low alarms at 53-54 mg/dl on a replacement sensor. These are third-party reports, not the patient's own events, noted only to indicate the failure mode may not be isolated. Abbott has requested that some of the units be returned to abbott for examination. The reporter has attached photographs of the cartons showing serial numbers, lot numbers, and expiration dates, and retains the remaining sensors and cartons. The reporter believes the sensors had been producing falsely low readings since they came into use in approximately (B)(6) 2026, but did not identify the pattern until (B)(6) 2026, after repeated sensor failures and low readings. Pt: 4582. Device: 1420, 2459, 2460. Ref: mw5189634, mw5189636, mw5189637, mw5189638, mw5189639, mw5189640. This report captures freestyle libre 3 plus sensor #2.